Manufacturer narrative:
(B)(4). Initial report. Concomitant medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown; medical product: unknown oxford tibial component, catalog #: unknown lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00135, 3002806535-2020-00134. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to pain.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to pain.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00134-1, and 3002806535-2020-00135-1. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database could not be performed as item number is unavailable. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.